Manufacturer narrative:
Additional information was received on january 22, 2018. The coolflow pump serial number is (B)(4). The pump and generator were the only biosense webster products used during the procedure. The physician¿s opinion on the cause of the adverse event is probably procedure related. There was no malfunction of bwi products or any errors displayed on the stockert generator. The patient did require intervention, however exact intervention is unknown. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical product: stockert generator (model# unknown serial# unknown). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a left atrial tachycardia ablation procedure with a coolflow pump and suffered an embolism. During the procedure, the coolflow pump was flushed while air was present in the tubing and the air entered the left atrium. Since the pump was flushed and not on a normal flow rate, no bubble error appeared. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent a left atrial tachycardia ablation procedure with a coolflow pump and suffered an embolism. There was no malfunction reported for the pump. Issue was related to user error. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).